Manufacturer narrative:
Correction: section h1 - type of reportable event should have been "malfunction" instead of "serious injury". Correction: section b1 "adverse event" and b2 "required intervention to prevent permanent impairment/damage" should have been blank. Correction: section h6 - health effect - impact code "serious injury/ illness/ impairment" was replaced with "unexpected medical intervention". Correction: section h6 - medical device problem code "failure to deliver shock/stimulation" added in error was removed.

Event description:
It was reported that the patient underwent a 3 t magnetic resonance imaging (MRI) exam without appropriate settings for MRI protocol being performed. Following the exam the patient went into backup vvi mode. Backup defibrillation therapy was not available (disabled) during the backup vvi. The patient was asymptomatic. A device download was performed successfully. The patient was stable with no complaints.

Manufacturer narrative:
Section e: other healthcare professional reporter - (B)(6)